Manufacturer narrative:
It was reported to philips that the customer encountered an issue while attempting to fetch a study, the images appeared offline and were unretrievable. The device was in clinical use at the time of the event, and no adverse events or harm were reported in the complaint. There is no allegation of death or serious injury. Based on the results of the analysis, the problem was due to an accession number longer than the allowable limit per the dicom standards (exceeded 16 characters). Customer was informed to fix this on their end. Iscv was confirmed to be operating per specifications. Based on the available information, this record is considered to be non-reportable. Note: evaluation results and conclusion FDA-c code were updated.

Event description:
It was reported to philips that the customer encountered an issue while attempting to fetch a study, the images appeared offline and were unretrievable. The device was in clinical use at the time of the event, and no adverse events or harm were reported in the complaint. Philips has started an investigation for this complaint.